Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, lot #5578685. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was observed by a physician. As a result, the patient underwent explantation and replacement with an unspecified mentor breast prosthesis on (B)(6) 2019.

Manufacturer narrative:
On 03/21/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown and white material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect no other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).